Event description:
It was reported that the patient had a driveline infection. The patient had complaints of abdominal pain around their driveline site. Wound culture on (B)(6) 2022 was positive for methicillin-susceptible staphylococcus aureus (mssa). The driveline site was debrided in the operating room and the patient was treated with intravenous antibiotics and discharged home (B)(6) 2022 on antibiotics. Subsequent wound cultures were negative.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline infection. The patient had complaints of abdominal pain around their driveline site. Wound culture on (B)(6) 2022 was positive for methicillin-susceptible staphylococcus aureus (mssa). The driveline site was debrided in the operating room and the patient was treated with intravenous antibiotics and discharged home (B)(6) 2022 on antibiotics. Subsequent wound cultures were negative.